Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after receiving multiple appropriate shocks for vt and vf from the cardiac resynchronization therapy defibrillator. The shocks slowed the rhythm down enough to have a ¿return to sinus¿ but persistently increased speed back into a therapy zone until ultimately stabilizing. The physician had noticed atrial undersensing on the egms and occasional ventricular undersensing. While the patient was symptomatic with presyncope during the vt and vf events, there was no evidence that undersensing delayed therapy. The device was reprogrammed. The patient was stable.